Manufacturer narrative:
H11: corrective data: component was inadvertently entered as part/component in the initial medwatch report# 43798. Section h6 is now updated to cusp/leaflet, and this correction is being submitted.

Manufacturer narrative:
H10 narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary 33069, rev a, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration.... Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Per technical summary 31081, rev a, tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Per doc-0101337, rev o, section 6.3.7, devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per (B)(6), rev o, a CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances, and no other triggers are met. The most likely cause is patient factors, including chronic kidney disease (ckd) and hyperlipidemia (hld). All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation is performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 3300tfx aortic valve was explanted after an implant duration of 6 years, eight months due to regurgitation. The patient presented with heart failure and severe volume overload. The explanted valve was replaced with a 29mm 11500a valve. The patient was moved to the ICU post-operative. The patient is a 73-year-old male with a history of ckd, hld, htn, metabolic syndrome, cirrhosis, osa, severe mr, severe tr edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.